Event description:
It was reported that the patient presented to the clinic after experiencing arrhythmias and received a shock. The patient reported nearly fainting and having pulsations in the chest. The physician was unable to interrogate the device and it was found to be in backup vvi mode with no therapy available. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported backup vvi mode was confirmed in the laboratory. The device had a power on reset while delivering therapy for an arrhythmia. The device was tested on the bench and using automated test equipment; no anomalies were detected. Analysis of the device image was performed and no anomalies were observed other than the power on reset. The root cause of the power on reset could not be determined.